Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and dislodgement was confirmed via x-ray. This lead was surgically repositioned and to date, the lead remains in service. No additional adverse patient effects were reported.